Event description:
Patient undergoing cardiac cath/pci. Placing stent in lad, balloon inflated and it appeared stent deployed appropriately. When guide wire was removed the stent was not visible on fluoroscopy. Additional imaging completed to determine if/where stent had migrated. Unable to locate stent. Patient returned to inpatient unit. Staff identified that patient¿s hand was cold and pulseless. Patient to interventional radiology where stent was retrieved from the right ulnar artery. It appears the stent did not fully deploy from the balloon and the balloon did not deflate at deployment. Additional guidewire had to be placed to remove catheter that malfunctioned safely.